Manufacturer narrative:
Pump received with no act button response due to flattened button dome switch. Unable to perform functional check including rewind and basic occlusion, occlusion, prime and system sensor, excessive no delivery, displacement, self test, restart test and all operating current measurement due to no act button response. Pump was received with minor scratched display window,cracked case at display window corners, cracked reservoir tube lip and cracked battery tube threads.

Event description:
The customer reported via phone call that the insulin pump is damaged. Customer indicated that their blood glucose was high at the time of the incident but the blood glucose level was unknown. Troubleshooting found that the customer was dizzy and fell down and dropped the pump. It was found that the pump is cracked along the side of the battery compartment. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.